Manufacturer narrative:
(B)(6). Device investigation summary ¿ one of the following was received: 130 deg. Aiming arm body, tfn (357.366 / lot # 7749269). The returned device shows regular use during its lifespan, with numerous scratches and hammer marks on the body. The device was functionally tested at the complaint handling unit (chu) and the complaint condition could not be replicated with known conforming devices available at the chu. The cause of the complaint condition could not be determined. This complaint condition is unconfirmed. A visual inspection, functional test, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. The current drawing for the device was reviewed and no drawing issues or discrepancies were noted. A design change was made to increase the retention of the pins on the gold cap. The instrument was tested with known conforming devices available at the chu and no issues were found. The device functioned as intended. The complaint condition was unable to be confirmed. The design is adequate for its intended use when used and maintained as recommended, it did not contribute to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the: manufacturing site: (B)(4). Manufacturing date: 29. Feb. 2012, no ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that after insertion of trochanteric fixation nail (tfn) and attachment of 130 degree aiming arm, the blade guide sleeve was being tightened and guided down to bone. After multiple attempts during the initial tightening, as well as during drilling for the lag screw. The blade guide sleeve would disengage from the aiming arm. After a few adjustments the sleeve stayed in the desired position and the buttress compression nut held, allowing placement of the lag screw. Surgery was then performed as desired. This report is 1 of 1 for (B)(4).